Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient stated she was implanted for retention and incontinence. Patient stated she had an accident last night. It was noted that patient¿s implant was on using patient programmer (pp). Patient was on program 1 at 1.7 v. Patient services reviewed patient could increase stim or try changing programs but patient stated she tried increasing stim up one point a couple of months ago and that made her toe coil up. Patient also mentioned that her entire foot nerve system was acting up one time when manufacturer rep increased stim sometime in the fall last year and had to change programs and decrease the voltage. Patient stated this issue she has when she increases stim has to do with the multiple sclerosis that she has and has talked with health care provider (hcp) about this. Patient stated she fell directly on her stimulator a day before yesterday and confirmed that she was getting 50% or greater symptom relief before the fall. The patient to follow up with hcp to have device checked and to find best settings for her. The pp batteries dead, resolved with replacement on the call. The patient¿s indicators were gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.